Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014 at 0223 (B)(6) the cardiac care unit rn called the clinical support specialist (css) due to receiving several he loss 2 alarms since 2100 (B)(6) while on an intra-aortic balloon pump (autocat2wave, serial number (B)(4)). The rn stated having a male patient with an iab-05840-lws inserted via left femoral without issue on (B)(6) 2014 at 1300 pst. During the discussion with the rn the he loss 2 alarm occurred at 2100, 2211, 2245, 2313, 2325 and 2347. The patient was sleeping and legs were not moving. The patient had no visible kinking, no blood noted in the driveline, no ectopy and connections had all been secured. Only gtt is kvo (keep vein open) at 100 cc/hr. Sixty bpm normal sinus rhythm. The rn confirmed there was no blood in the driveline. The css had the rn send the strip from the alarm that occurred most recently at 2325. The css and rn then completed a leak test for the iab and it did fail. No x-ray was performed for review. The css then recommended the iab would need to be removed. The rn knew the 30 minute window as did the physician who was coming in to remove it. Pumping was stopped. The patient remained stable with pump off. The css called the unit to follow up. The patient remained stable and the physician did not place a second iab. The patient had no issues post removal. No signs or symptoms of embolic complications. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an indefinite interruption in therapy. Updated information received stated the user did use a sheath during the insertion. An exact time was not given when the iab and sheath were removed together as one.